Event description:
The physician indicated that the patient was seen on (B)(6) 2013 and was "clearly doing much better" following generator replacement surgery.

Event description:
It was initially reported that patient seizures were unexplainable worse. The generator had the battery ifi warning triggered. The patient has been referred for a generator replacement. Surgery is likely but has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been complete.

Event description:
Product analysis was completed on the generator. In the pa lab, the generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.761 volts as measured shows an ifi condition. The data in the diagaccumconsumed memory locations revealed that 98.128% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received from the physician. The patient was seen in clinic on (B)(6) 2013 where it was reported that he was having more prolonged seizures with clonic activity. The patient's seizures have inexplicably been worsening. The patient was referred for a battery replacement and continued on his medication without change. The generator was not at end of service but the ifi flag was observed. Surgery for a generator replacement is likely but has not occurred to date.